Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fs) evaluated the iabp, and stated that the reported complaint was not reproducible. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released back to the customer, and cleared for clinical use.

Event description:
While in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a helium hissing sound, and would not run on ac power. The iabp would only run on the batteries. Therefore, the customer has asked the iabp to be serviced. There was no injury or adverse event reported.